Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the blue mixer was returned with hardened cement inside. The hardened cement was visibly not mixed homogeneously. There is no indication that a design or manufacturing issue has caused the complaint condition. Retain test was unable to performed by the vendor, due to the no lot number was found for further investigation was not provided. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Properly handling and attention to the approved use of the device diminishes the risk of failure. Instructions for use for vertecem v+ cement kit se_386348 rev. Ae were reviewed and the following relevant statements were found at page 6 and 8: always use the full amounts of monomer liquid and polymer powder provided in the kit, respectively, when mixing vertecem v+ cement kit bone cement. Otherwise the behavior of the vertecem v+ cement kit can no longer be guaranteed. Using only one of the components is not permitted. Ensure that the powder and liquid component are thoroughly mixed before starting cement transfer. Note that cement handling and setting times are heavily dependent of temperature. Higher temperatures reduce the setting time and lower temperatures extend it. Handling time also depends on many other factors, including (without necessarily being limited to) syringe diameter, cannula diameter and length. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the vertecem v+ cement kit would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to cause not s, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty for fracture on (B)(6) 2024. In the surgery, when the handle was pushed in to mix cement, the handle became stuck. The handle did not move at all, so a new kit was used, but the same event occurred. The third kit worked fine and mixed cement. Outside the surgery, when the stuck handle was moved, it was confirmed that mixing was barely possible. The surgery was completed successfully without any surgical delay. No further information is available.